Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Ra insulation damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.